Manufacturer narrative:
Correction: b5 block h6 (device code): problem code a0501 captures the reportable event of sensor wire shrink sleeve detachment. Block h10: a sensor wire was returned without shrink sleeve. Visual analysis revealed that the shrink sleeve totally detached. In addition, the ptfe coating is peeled at the proximal section of the coil wire. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the failure mode observed could be caused by interaction with other devices used in the same procedure, handling/manipulation of the device and procedure factors involved could have induced the failure observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a lithotripsy procedure on (B)(6), 2021. During the procedure, when the sensor wire was put through the ureteroscope the shrink sleeve detached. This occurred during a laser kidney calculi case however the guidewire was not in the patient when this happened. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during a lithotripsy procedure on (B)(6) 2021. During the procedure, when the sensor wire was put through the ureteroscope the shrink sleeve detached. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.